Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the implant wouldn't charge anymore and he had poor communication and saw the reposition antenna screen. The patient stated that the last time he was able to successfully charge the device was about six months ago. The patient was directed to follow-up with their healthcare provider to address the possible overdischarge. The indications for use were spinal pain and lumbar radiculopathy. No patient symptoms reported.